Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker check, the atrial lead impedance was over 3000 ohms in both polarities. Noise was found in the recorded a-burst and mode switch episodes with waveforms suggestive of damage to the lead. As neither atrial sensing nor pacing was successful, the pacemaker was reprogrammed to vvir mode.